Event description:
The pt called lifescan and alleged the surestep original meter was reading displayed hi when performing a blood glucose test. The medical affairs specialist unsuccessfully attempted to call the pt to confirm the information. No symptoms of high or low blood glucose are reported. The pt contacted emergency services and was given insulin. The customer care representative performed troubleshooting and the control checks were not within range. There is insufficient information to indicate there was a serious injury, however there is indication the product malfunctioned due to the controls not being within range. Letter sent.